Manufacturer narrative:
Added information to b5, e1, h6 (health effect - clinical code, type of investigation, investigation findings and investigation conclusions) h11 - additional manufacturer narrative: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this 83-year-old patient with a 27mm magna valve implanted in the mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of at least nine (9) years and two (2) months due to structural degeneration leading to severe stenosis. As reported, patient presented with dyspnea and fatigue. A 29mm transcatheter valve was successfully implanted within the surgical edwards valve. Patient was discharged at home.

Event description:
Edwards received notification that this 83-year-old patient with a 27mm valve of unknown model implanted in the mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of at least nine (9) years and two (2) months due to structural degeneration leading to severe stenosis. A 29mm transcatheter valve was successfully implanted within the surgical edwards valve. The implant date is known only as "2014". Therefore, (B)(6) 2014 is being used to calculate the minimum implant duration.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.